Event description:
It was reported that the patient underwent a surgery to remove all the components of his artificial urinary sphincter (aus) due to the cuff eroded, therefore, the patient experienced recurring incontinence again. There were no patient adverse effects in relation to this event. No more information is available at the moment, additional information will be provided if it becomes available. Additional information received. Another surgery was performed on (B)(6) 2019 in which a new aus system was implanted. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgery to remove all the components of his artificial urinary sphincter (aus) due to the cuff eroded, therefore, the patient experienced recurring incontinence again. There were no patient adverse effects in relation to this event. No more information is available at the moment, additional information will be provided if it becomes available.